Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding, ink smear, and damaged with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding, ink smear, and damaged with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective stopper molding through CAPA #( B)(4).

Event description:
It was reported that prior to use 40 tubes were discovered to have foreign matter and 2 tubes had molding defects with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: ink smear on the tubes 39ea, stopper molding defect 1ea, scratch on the tube 1ea.